Manufacturer narrative:
Health effect- impact code: f2203. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side no complaint. Device was explanted. Later, cyst and small amount of fluid (seroma-late) was reported via us and MRI.